Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Customer reported that his test cassette didn't have any lines comes up even though he did everything correctly. He performed a second test and that worked fine.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3090012 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of the retention samples from lot cov3090012 met the qc criteria. The issue was not found from the retained sample. The complaint could not be verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Customer reported that his test cassette didn't have any lines comes up even though he did everything correctly. He performed a second test and that worked fine.